Manufacturer narrative:
(B)(4). Date of event: 2015 additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm model #: sc-4316, lot #: 15727566, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's device was causing increased pain and unpleasant vibration in left thigh where the device was located. The patient underwent an explant procedure and was doing well postoperatively. No device malfunction was suspected.